Event description:
It was reported that during a meniscus repair surgery, the t2 implant from the fast fix 360 failed to stay secured at the meniscus. T1 was removed from the patient. The procedure was completed with a non-significant surgical delay using a backup device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H2: additional information ¿b5¿. H3, h6: the reported device was received for evaluation. A visual inspection showed that the device was returned in the original packaging with the batch number of the complaint on the label. The t1 is off the needle but attached to the suture. The t2 is still on the needle but pushed forward in the channel to the t1 position and ahead of the actuator. The actuator is in the pre-t1/post-t2 position. The knot is not tightened down. A functional evaluation showed the actuator pushed the t2 off the needle and continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the t2 implant from the fast fix 360 failed to stay secured at the meniscus. T1 was removed from the patient with tweezers. The procedure was completed with a non-significant surgical delay using a backup device. No further complications were reported.